Event description:
It was reported that the patient was admitted to our hospital because of prostate hypertrophy. Endoscopic resection of prostate was performed, and disposable sterile catheters were routinely placed on post operation to the patient, followed by indwelling catheterization. User complained of feeling of dampness. It further reported that the catheter had slipped and the balloon had ruptured. Nurse reported to the physician for re-intubation and secondary damage to urethra, and wound. No medical intervention was reported. Disposable use of sterile catheter balloon injection was normal saline. Per follow up with ibc via mail on 15dec2020, there were no missing pieces to the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to our hospital because of prostate hypertrophy. Endoscopic resection of prostate was performed, and disposable sterile catheters were routinely placed on post operation to the patient, followed by indwelling catheterization. User complained of a feeling of dampness. It further reported that the catheter had slipped and the balloon had ruptured. Nurse reported to the physician for re-intubation and secondary damage to urethra, and wound. No medical intervention was reported. Disposable use of sterile catheter balloon injection was normal saline. Per follow up with ibc via mail on 15 dec 2020, there were no missing pieces to the catheter.